Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly and pump subsequently shut off. During troubleshooting with tandem technical support, it was determined that the pump battery was depleting as expected based on the customer¿s usage. Customer's blood glucose was 502 mg/dl. A manual insulin injection was used to address bg. The customer continued to use the pump for insulin therapy.